Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected a33 alarm anomalies noted. The drive support disk was inspected and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 391 mg/dl at the time of the incident. The customer filled reservoir and inserted it in the insulin pump to where it said to hold act to fill tubing, when they pressed act, it shot out in a continuous stream and then it alarmed compromised force sensor system. The customer stated that the drive support cap was appeared normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.